Event description:
It was reported that patient presented at the hospital for explant procedure due to infection. The patient lifted weights two weeks after the implant procedure causing dehiscence at the incision site of the device. The patient attempted to treat it himself but was unable to keep the area clean. The device pocket was clearly infected. The device and leads were explanted. The patient was stable manufacturer report number: 2938836-2019-12791. Manufacturer report number: 2938836-2019-12792.

Manufacturer narrative:
Analysis was normal. No anomalies were found.